Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. The controller event log files captured 2 pump stops on (B)(6) 2026 consistent with disconnections of the driveline. The pump stops lasted approximately 2 minutes and 30 seconds in length, respectively. Following each driveline reconnection the pump ramped up to the set speed. Prior to and following each pump stop the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. Incidental finding revealed data timestamp discrepancies indicating pump stops on (B)(6) 2026 were captured in the lvad periodic log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and contained various alarms associated with 2 driveline disconnect events. The alarms appeared to resolve once the pump was reconnected and resumed the programmed set speed. There was a pump stop on (B)(6) 2026 at 1:13:11 due to the driveline being disconnected. The pump stop lasted for 1 minute and 35 seconds. The cause of driveline disconnect/pump stop was unknown. The patient had no adverse impact.